Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5cm distal to the is-1 connector pin into two segments. The proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment, the lead was probably cut during the surgery. The analysis showed that the insulation was found abraded through 32cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The reported dislodgement was probably caused by constant friction against another device. However, diagnostic images clarifying this assumption were not available. Damages such as further cuts into the insulation 8cm, 22cm and 31cm most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to dislodgement. Should additional information become available, it will be added to this file.